Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 18:46:19. During night drain cycle seven, the patient's ultrafiltration reading was 2742ml, indicating the home patient (hp) drained 2382ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.